Event description:
Based on the additional information received on 10-mar- 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criteria of disability was added. This unsolicited case from united states was received on 04-jul-2015 from a nurse (who is also the patient). This case concerns a (B)(6) female patient who received treatment with synvisc one and few days later experienced swelling/ swelling of the affected extremity (right leg), had decreased range of motion, severe knee pain and after an unknown latency had severe pain. Medical history was significant for gastroesophageal reflux disease (gerd) and allergic to tetanus toxoid. Concurrent conditions included mild hypertension, supraventricular tachycardia and knee pain. Relevant concomitant medications included meloxicam (mobic) for knee pain and nebivolol hydrochloride (bystolic) for hypertension and supraventricular tachycardia. The patient had received the first injection in (B)(6) 2012. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiration date: not provided) for degenerative joint disorder and torn meniscus. This was reported to be the patient's second injection. On an unspecified date, after an unknown latency, the patient had severe pain. On (B)(6) 2015, about 2 days after the synvisc one injection, the patient developed swelling and had gross swelling of the affected extremity (right leg), with severe knee pain and decreased range of motion. On an unknown date in (B)(6) 2015, the patient had an ultrasound that was negative and on (B)(6) 2015, the patient had x-ray right knee that showed mild arthritic changes. It was reported that the arthritis had played role in the patient's event. On an unknown date, a magnetic imaging resonance (MRI) confirmed a degenerative meniscus tear also. It was reported that the patient was in therapy trying to regain the function ever lost since the injection. The patient was wondering if this type of reaction had ever been reported before. It was reported that patient's osteoarthritis (oa) was classified as "early" with only minimal narrowing in the medial compartment. Corrective treatment: physical therapy; brace; compression hose for severe knee pain; not reported for other events. Outcome: unknown for severe pain; not recovered/ not resolved for other events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for swelling/ swelling of the affected extremity (right leg), decreased range of motion and severe knee pain additional information was received on 15-jul-2015. Ptc results were added and the text was amended accordingly. Additional information was received on 10-mar-2017. Patient's demographics were added. Medical history, past drug, concomitant medications and concurrent conditions were added. Lab data was added. Therapy start and stop dates and frequency was added and it's indication was updated. Verbatim of the event: swelling was updated to swelling/ swelling of the affected extremity (right leg), it's seriousness criteria was added and it's outcome was updated from unknown to not recovered. Additional events of decreased range of motion and severe knee pain were added along with details. Action taken was updated from unknown to not applicable. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 10-mar-2017: this case concerns a patient who received treatment with synvisc one and experienced leg swelling, joint range of motion decreased and knee pain few days after receiving injection. On the basis of temporal gap and site of reaction the causal role of suspect product in occurrence of the event cannot be denied. Furthermore, as per reporting, physician patient's underlying condition of arthritis may have played a contributory role in occurrence of the events.

Event description:
Based on the additional information received on 10-mar- 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criteria of disability was added. This unsolicited case from united states was received on 04-jul-2015 from a nurse (who is also the patient). This case concerns a (B)(6) female patient who received treatment with synvisc one and few days later experienced swelling/ swelling of the affected extremity (right leg), had decreased range of motion, severe knee pain and after an unknown latency had severe pain. Medical history was significant for gastroesophageal reflux disease (gerd) and allergic to tetanus toxoid. Concurrent conditions included mild hypertension, supraventricular tachycardia and knee pain. Relevant concomitant medications included meloxicam (mobic) for knee pain and nebivolol hydrochloride (bystolic) for hypertension and supraventricular tachycardia. The patient had received the first injection in (B)(6) 2012. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiration date: not provided) for degenerative joint disorder and torn meniscus. This was reported to be the patient's second injection. On an unspecified date, after an unknown latency, the patient had severe pain. On (B)(6) 2015, about 2 days after the synvisc one injection, the patient developed swelling and had gross swelling of the affected extremity (right leg), with severe knee pain and decreased range of motion. On an unknown date in (B)(6) 2015, the patient had an ultrasound that was negative and on (B)(6) 2015, the patient had x-ray right knee that showed mild arthritic changes. It was reported that the arthritis had played role in the patient's event. On an unknown date, a magnetic imaging resonance (MRI) confirmed a degenerative meniscus tear also. It was reported that the patient was in therapy trying to regain the function ever lost since the injection. The patient was wondering if this type of reaction had ever been reported before. It was reported that patient's osteoarthritis (oa) was classified as "early" with only minimal narrowing in the medial compartment. Corrective treatment: physical therapy; brace; compression hose for severe knee pain; not reported for other events. Outcome: unknown for severe pain; not recovered/ not resolved for other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for swelling/ swelling of the affected extremity (right leg), decreased range of motion and severe knee pain. Additional information was received on 15-jul-2015. Ptc results were added and the text was amended accordingly. Additional information was received on 10-mar-2017. Patient's demographics were added. Medical history, past drug, concomitant medications and concurrent conditions were added. Lab data was added. Therapy start and stop dates and frequency was added and it's indication was updated. Verbatim of the event: swelling was updated to swelling/ swelling of the affected extremity (right leg), it's seriousness criteria was added and it's outcome was updated from unknown to not recovered. Additional events of decreased range of motion and severe knee pain were added along with details. Action taken was updated from unknown to not applicable. Clinical course was updated. Text was amended accordingly. Additional information was received on 17-mar-2017. Updated ptc results were added and the text was amended accordingly. Pharmacovigilance comment: (B)(4) comment dated 17-mar-2017: the follow up information received does not change previous case assessment. (B)(4) comment dated 10-mar-2017: this case concerns a patient who received treatment with synvisc one and experienced leg swelling, joint range of motion decreased and knee pain few days after receiving injection. On the basis of temporal gap and site of reaction the causal role of suspect product in occurrence of the event cannot be denied. Furthermore, as per reporting physician patient's underlying condition of arthritis may have played a contributory role in occurrence of the events